Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
During the medpor packaging aging remediation (pretest) in the testlab in (B)(4), 1 sst ez sphere showed a particle in pouch.

Manufacturer narrative:
The complained implant was provided and the complained event could be confirmed. The investigation of the supplier shows that quality control inspector verified this would normally be rejected during final packaging (100% inspection of packaging; movement of fiber could suggest fiber was located behind the enucleation implant insert during inspection). The medpor ball itself appears normal and would not reject per qc inspection.

Event description:
During the medpor packaging aging remediation (pretest) in the testlab in (B)(6), 1 sst ez sphere showed a particle in pouch.